Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the gray piece of the 30-degree endoscope plus which rotates, was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the gray piece that turns was loose. There was a functional issue as the endoscope moved freely. The image was not inverted, and the event did not involve a reversed control of the system arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on l/r of the button pack assembly. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The site provided an image of the product with no obvious damage. The probable root cause of the binding finding is attributed to component susceptibility to increased friction. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.